Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed in 14 position on (B)(6) 2016 and removed on (B)(6) 2017. The implant has followed the complete manufacturing cycle, has been verified at each stage of production, and has been submitted to a final release before provision of the device on the market, which ultimately guarantees its conformity. The implant has been evaluated through a biological risk assessment which concludes that its toxicological profile is acceptable. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.